Manufacturer narrative:
Product event summary: it was confirmed that the programmer's stylus and cursor did not align on the display screen. It was also found that the power cord bay was broken.

Event description:
It was reported that the programmer's stylus stopped working. The stylus was replaced and recalibrated, but was still not working correctly. The programmer has been returned to service. There was no patient involvement.